Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx0605 showed four other similar product complaint(s) from this lot number.

Event description:
The patient was diagnosed with acute myeloid leukemia. On the afternoon of (B)(6) 2018, a PICC catheter was implanted in the patient at the PICC outpatient clinic for the first time. The puncture was accomplished through the basilic vein of the right upper extremity using seldinger with ultrasound. The disinfection was completed and the puncture was successfully done with puncture needle. After local anesthesia, the nurse prepared to insert the puncture sheath along the end of the guide wire, and found that there was an induration at the end of the guide wire (harder end), which prevented the puncture sheath from penetrating from the induration end. She then unpacked a new seldinger set to complete the puncture.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed but the exact cause was unknown. The product returned for evaluation was a 0.018¿ x 35cm guidewire (w/ hoop) and a 4.5fr microintroducer dilator. Gross visual evaluation found red usage residue on the wire. Microscopic examination of the guidewire confirmed the presence of disjoined and overlapped coils on the (proximal) stiff end of the wire. The grind pattern appeared to be continuous through the misplaced coils which suggested that the damage was caused after that manufacture step. No evidence was seen which suggested a root cause to the event. A quality alert was issued at the manufacturing facility. A lot history review (lhr) of rebx0605 showed four other similar product complaint(s) from this lot number.

Event description:
The patient was diagnosed with acute myeloid leukemia. On the afternoon of (B)(6) 2018, a PICC catheter was implanted in the patient at the PICC outpatient clinic for the first time. The puncture was accomplished through the basilic vein of the right upper extremity using seldinger with ultrasound. The disinfection was completed and the puncture was successfully done with puncture needle. After local anesthesia, the nurse prepared to insert the puncture sheath along the end of the guide wire, and found that there was an induration at the end of the guide wire (harder end), which prevented the puncture sheath from penetrating from the induration end. She then unpacked a new seldinger set to complete the puncture.